Event description:
It was reported that the screw head disengaged from the screw shaft. When the surgeon advanced the locking cap in the reduction tabs of the head of the polyaxial screw to achieve rod reduction, the polyaxial head disengaged from the shaft of the screw. After removing three other locking caps from the screws in situ, the rod was removed to allow access to the shaft of the screw that remained in the patient. The screw was removed and replaced with a new screw and the construct was completed. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned and the event was confirmed. The investigation results revealed that the polyaxial head has indeed come off the screw and it is visible that the bushing is deformed as well. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. While we suppose that far too much load was created, unfortunately, we did not receive any further detailed information in order to make an exact assumption. Note that we have not had a single complaint with this item so far. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No indication of material or manufacturing defect could be found. However, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown.